Event description:
Pt stated cadd ms3 pump (sn: (B)(4)) was malfunctioning. During priming process, piston kept resetting. Patient able to use backup pump. Replacement pump will be sent. No adverse events reported due to pump malfunction. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.